Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The care giver of the end user stated the end user rinsed her mouth out with water. The material safety data sheet (msds) info for ingestion of the product was reviewed and the end user was advised to call poison control or follow up with a doctor. No add'l patient/event details have been provided to date. Should add'l info become available a follow-up report will be submitted. A return sample for eval is not expected.

Event description:
The caregiver of an end user called in and stated the end user sprayed two (2) sprays of the product into her mouth.